Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's touchscreen does not function. The device was not in patient use. The device was returned to the manufacturer for investigation. The customer's complaint could not be confirmed or duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's touchscreen does not function. The device was not in patient use. The device has not yet been returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.